Event description:
Per the field clinical specialist, during a transcatheter mitral valve-in-valve (tmvr) procedure within a pre-existing surgical valve, the valve and commander system were inserted and an attempt was made to cross the septum. The septum could not be crossed despite significant force. The plan was to obtain contralateral access and reattempt septal crossing using a septostomy balloon. While panning down to the esheath, a large loop was noted in the commander system, and the patient's blood pressure began to decline. ECMO was activated, and vascular surgery was consulted. The valve and commander system were removed together with the esheath as a single unit, and a short 26 fr non-edward sheath was inserted. The septum was ballooned again. The valve was re-prepared; however, resistance was encountered during advancement. The valve was withdrawn and found to have a bent strut. This valve was discarded. A new valve and commander system were prepared. The short 26 fr non-edwards sheath was removed and replaced with a long 26 fr non-edwards sheath. The new valve was inserted and successfully implanted without issue. Vascular surgery was present in the procedure room and placed a stent in the inferior vena cava at the site of a tear, after which bleeding was controlled. The patient had pulmonary hypertension and a large right-to-left shunt. The plan was to close the septum prior to vascular surgery opening the patient. Despite these measures, blood pressure could not be obtained, and the patient expired on the table.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. Update to b5. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of tracking difficulties was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Tracking difficulty while attempting to access and cross the septum is a known procedural complication associated with tmvr and other procedures where it is required to cross the septum. Anatomical challenges such as a thick, fibrous and/or scarred septums, imaging limitations of ultrasound equipment, motion and distortion of the septum specifically tenting can result in buckling of catheters. Inadequate septal puncture can also result in buckling of the catheter leading to loss of coaxial alignment and subsequent tracking difficulty. In this case despite the application of significant forward force, the septum could not be crossed, suggesting that increased push force may have been applied to overcome the resistance. This may have resulted in looping of the delivery system and contributed to a potential vascular injury, including a tear at the inferior vena cava (ivc) right atrium (ra) junction. In this case, available information suggests that procedural factors may have contributed to the crossing septal wall difficulty, while procedural factors (non-coaxial alignment) may have contributed to the tracking difficulty and (non-coaxial alignment) may have contributed to the tracking difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Follow up information clarified that the loop was at the bottom of the heart shadow-at the ivc ra junction. There were no articulation difficulties and no loss of wire.